Event description:
It was reported that the device had the wrench icon illuminated. Physio-control evaluated the device and observed a critical malfunction. The device was unable to deliver defibrillation therapy. There was no pt use associated with event.

Manufacturer narrative:
(B) (4): physio-control determined the root cause of the malfunction to be a shorted ic chip, designator u35, from the analog pcb assembly. A replacement device was provided to customer.